Event description:
A hospital in (B)(6) reported that a trache patient on a pt101 airvo2 humidifier was receiving therapy through an optiflow opt870 adult trache direct interface. Condensation in the airvo2 circuit entered the patient trachea. The hospital confirmed that the patient is "fine and well" and suffered no consequence following the incident.

Manufacturer narrative:
(B)(4). The complaint airvo2 breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Corrected data: medical device changed from airvo2 to 900pt501 airvo/myairvo humidifier patient circuit and chamber kit. Method: the complaint device was returned to fisher & paykel healthcare (B)(4) for evaluation. Results: the heated breathing tube was visually inspected with no external damage observed. The resistance between the two terminals of the tube was measured and found to be in specification. Evidence of condensation was observed inside the heated breathing tube. The condensation inside the complaint device was cleared and the heated breathing tube was tested with a full chamber of water for four hours under normal operating conditions. The tube heated up within five minutes of the unit starting and condensation was not observed inside the tube over the period of the four-hour test. No faults could be found with the returned device. A lot check could not be completed as no lot date was provided. Conclusion: condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. The hospital informed us that the ambient temperature in the room at the time of the incident was 35 degrees centigrade. Our user instructions that accompany the airvo humidifier provide the following guidelines: "do not use the unit when the room temperature exceeds 30 deg c (86 deg f) or is below 10 deg c (50 deg f) as the unit may switch off. Humidity output will be compromised below 18 deg c (64 deg f) and above 28 deg c (82 deg f)." "If excess condensation accumulates in the heated breathing tube, drain by lifting the patient end of the tube, allowing the condensate to run into the water chamber." The 900pt501 device is expected to function correctly if the user instructions are followed correctly. It is possible that the user instructions for the 900pt501 device were not followed correctly. The user instructions state the following: "drain condensate from the heated limb and interface periodically." "Do not place the airvo/myairvo/airvo2/myairvo2 humidifier in a position that is higher than the patient."

Event description:
A hospital in (B)(6) reported that a trache patient on a pt101 airvo2 humidifier was receiving therapy through an optiflow opt870 adult trache direct interface. Condensation in the airvo2 circuit entered the patient trachea. The hospital confirmed that the patient is "fine and well" and suffered no consequence following the incident.